Manufacturer narrative:
(B)(4). Eval: visual inspection of the returned product showed the lens was split in half and there was a clear surgical residue. (B)(4).

Event description:
It was reported that surgeon inserted and removed an aa4203tl silicone single piece lens. Further info was requested, but not yet received. If any add'l info is obtained, a supplemental report will be submitted.